Manufacturer narrative:
(B)(4). Physio-control downloaded the device's electronic records and could not verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the medical personnel attempted to power on the device and the power button was not responding to pressure intermittently. The medical personnel also reported that when delivering a defibrillation shock to the patient, the patients body did not move. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.